Manufacturer narrative:
Evaluation summary: it is assumed that the screws were loosened by repeatedly attaching and detaching the adapter to the aw connector. A service manual for changing the screw lock application position was issued on 11jun2021, and training was conducted at the service center. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Event description:
A/w socket is loosened. Also no led light. This event occurred at the time of during inspection. There was no report of patient harm.